Manufacturer narrative:
(B)(4) date sent: 5/28/2024 d4: batch # a9ek5v additional information was requested and the following was obtained: "1. Please provide more details for "the clip did not open"? =>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.2. Did device jam (not fire clips)?=>device di not fire clips.3. Did device not feed clips (clips not advance fully into jaws)? =>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.4. Did device drop or eject clips?=>no. 6. Did device fire malformed clips?=>no. 7. Did device fire scissored clips?=>no. 8. Did the clip not hold on the vessel or tissue once placed? =>currently, unknown.9. Was the device on a vessel/artery when it would not open? =>currently, unknown.10. If yes, how was the device removed? (Cut off, forced open) =>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.11. If the device was cut off, was there any damage to the vessel/tissue? =>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.12. If yes, how was the damage addressed/repaired?=>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. 13. Were the device jaws eventually opened? =>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note." Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and ten(10) clips were found inside clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip did not open and could not be fired. It was used on blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.